Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gynecologic laparoscope had loose lock during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide lens was dirty, and outer tube had a dent. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: handle was loose was caused by a component failure of the outer tube. Additionally the outer tube had a minor dent was caused by a component failure of the outer tube and the light guide lens was dirty was caused by a component failure of the distal end cover glass. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.